Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg has migrated following weight loss resulting in uncomfortable sensations. Surgical intervention may be pending to address the issue.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.